Event description:
It was reported that the right ventricular (rv) lead exhibited low impedances. The lead was explanted and replaced. During the replacement procedure, the atrial lead dislodged. The atrial lead was .explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 6940 lead implanted: (B)(6) 1999. A 5076-52 lead, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and was analyzed. The inner insulation had a depression breach, and the outer insulation of the lead developed a breach due to a depression while in vivo.